Event description:
It was reported that the brakes were not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.

Manufacturer narrative:
The customer could not locate the device for evaluation. Section h codes have been updated.

Event description:
It was reported that the brakes were not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.